Event description:
It was report there was a self test failure. The device was returned for trade-in. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found during bench testing. Analysis found the upper case was dented and broken, the lower case was scratched and broken, the battery release and battery drawer were contaminated, the side bail covers were broken, the ring was bent, and the serial number label was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.